Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was seen dripping on the outside of the solution bag line. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no fluid found inside the cycler only on the outside tubing. The cycler set is available to return as a sample.

Manufacturer narrative:
Plant investigation: the sample was received open with original package, identified with product code number 050-87216 and lot number 23jr08070. As the complaint product sample was being disinfected and prepared for analysis, it was found a leak on one of the solution lines. After further inspection, no other problems were found. The complaint product sample was visually inspected and during the inspection with the microscope it was found a cut on one of the solution lines. Also, due to there was a cut in the line the same causes are source of air bubbles. After further inspection, no other problems were found. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported malfunction was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was seen dripping on the outside of the solution bag line. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no fluid found inside the cycler only on the outside tubing. The cycler set is available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was seen dripping on the outside of the solution bag line. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no fluid found inside the cycler only on the outside tubing. The cycler set is available to return as a sample.